Event description:
It was reported that the right ventricular lead was trending increased impedance since implant. During a device change out, the thresholds measured high through the device. The device was removed and replaced. When the lead was disconnected from the chronic device and tested through the analyzer and again when connected to the new device thresholds and impedance were stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. Performance data was collected from the device and have analyzed the data. Impedance - resistance/impedance increase. Weekly pace measurement log data shows a gradual increase for min and max v. Pace=536 to 2240 ohms peak between (B)(4)-2011.